Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power and the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 09/02/2015-device evaluation: the pump has been returned and evaluated by product analysis on 08/13/2015 with the following findings: a review of the pump black box data showed one pump reboot had occurred. The black box data for the complaint was unavailable and had been overwritten due to continued use. During a visual inspection of the pump, the battery compartment was observed to be cracked on the side. The battery cap threads were stripped and the cap was not able to be secured properly to the pump. During testing, the pump was exercised for 24 hours with no reboots or intermittent power observed. The battery cap contact width measurement was within specifications; the battery contact height measurement was found to be out of specification. The complaint intermittent power was shown in the pump history but was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.